Manufacturer narrative:
Multiple attempts made to follow up with the customer, however no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after attempts to fill the cartridge with insulin during the load process. The customer's blood glucose level was impacted, however, no specific value was provided. It was indicated that alternate insulin therapy would be obtained from the health care provider as the customer did not have alternate insulin therapy available at the time of the issue.